Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES biometric identifier was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 24-MAR-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A Field Service Engineer (FSE) dialed into the station. After logging into hardware test application, a firmware refresh was completed and the station was rebooted. The customer was contacted again, and a user tested the station login successfully following the reboot. The system functioned as intended after the field service engineer repaired the device.